Manufacturer narrative:
Tech found a blown fuse. He replaced the fuse to resolve the issue.

Event description:
Account alleged bed has no functions. No incident was reported as a result of this issue.